Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel of the upper limb. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon initial inflation at 14 atmospheres, the balloon ruptured. The device was removed without issue and the procedure was completed with a different device. There were no patient complications nor injuries reported.